Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image review: the report of the spider migrating was confirmed according to cine image received.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The spiderfx was used in a pv procedure when utilizing an atherectomy device. During the procedure the spiderfx was noted to have migrated from the tpt up to the mid sfa. The spiderfx was advanced back down into lower region. More treatment with the atherectomy device and it was noted a metal piece was in the field at the popliteal level. It did not migrate any further.